Event description:
During an MRI scan, the hospital had reported that the infusion pump was programmed to deliver propofol at a flow rate of 10 ml/hr for a volume of 50 ml. Approx 10 mins after the infusion was started, the pt's breathing became shallow, which was observed by the anesthesiologist, and the pump's rate was changed to 5 ml/hr. A short time after this the anesthesiologist noted the 50 ml fluid container was empty, and the anesthesiologist took steps to manage the pt, and the mr procedure continued without further incident. No pt injury resulted from this event.

Manufacturer narrative:
Investigation conclusions: the examination of the pump determined the 3860 pump and infusion set operated normally. No problem was identified that could have caused this event. From the info available, no firm conclusions can be made as to what caused this event. From the examination of the pump and infusion set used during the event, the history event log assessment, and observations of the hospital staff using the pump, the probable cause of this report was the stretching of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing can result in free-flow conditions. In (B)(6) 2012, iradimed corp initiated correction no (B)(4) on (B)(6) 2012 to notify users of the possible of this risk. These same instructions are provided in the operator's manual, but an additional instruction card was provided to users to emphasize these important instructions and precautions. The customer did have the instruction card available where this pump was being used. A second possible cause of the missing infusion fluid may have been failure to respond to the "check door" alarm that would indicate a free-flow condition was occurring. When this message occurs, the user is instructed to respond to the alarm immediately to prevent a possible free-flow condition. From the info available, this is probably a less likely cause of this event. F/u in-service training was provided on (B)(6) 2013 by iradimed corporation to the facility's staff. No other action is considered necessary at this time.